Event description:
The defibrillator was charged to deliver energy to the pt through the standard paddles. Reportedly, when the paddles transfer switches were pressed, the device displayed energy not delivered. Another manual defibrillator which was on scene was used to deliver defibrillator energy to the pt. The pt was not resuscitated. The rptr stated the pt outcome was not affected by the discrepancy, due to use of the backup defibrillator.